Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is march 13, 2000.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. The lead was cut and surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported.